Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the oxygen (o2) analyzer was unable to calibrate on the electronic patient gas system (epgs). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.